Event description:
It was reported that the customer experienced a low blood glucose (bg) of 50.4 mg/dl. Cause was not known. The customer consumed glucose tablets to address the bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.